Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as the leads digging into the skin, that is also itchy. The patient also reported having unrelated broken ribs. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed elocon cream for the skin irritation. Follow up indicated that the skin irritation improved.